Manufacturer narrative:
Valve stenosis is a potential adverse events listed in the product instructions for use (IFU). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. The early formation of an increased gradient across a bioprosthetic valve may also be indicative of developing thrombus on the leaflets. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the stenosis. The root cause of this event could not be determined. However, it is notable that the patient has an extremely low ejection fraction of 20% and yearly valve area measurements were not documented and the rate of progression of the stenosis is unclear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards european affiliate for the source xt study. Five years after the implant of a 29mm sapien xt valve by ta approach in the aortic position, the valve had developed ¿high-grade stenosis¿. The peak gradient is 41mmhg, the mean gradient is 27mmhg and the valve area is 0.5-0.6cm2. A valve in valve was performed without complications.